Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. (B)(4). Reporter phone number unknown.a follow-up report will be submitted once the investigation is completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the green power light emitting diode (led) turns off by contact failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.